Manufacturer narrative:
(B)(4).

Event description:
The customer complained that the lancet did not retract on 2 accu-chek safe-t-pro lancet devices from the same box affecting 2 nurses. Nurse #1 was testing a patient and the lancet did not retract. The nurse was accidentally stuck. It is not known what part of the finger or part of hand was stuck. This information was requested but was not provided. Both the nurse and the patient were tested for (B)(6) per facility protocol. All results came back negative. On (B)(6) 2017 nurse #2 was testing a patient and the lancet did not retract. The nurse was accidentally stuck. It is not known what part of the finger or part of hand was stuck. This information was requested but was not provided. Both the nurse and the patient were tested for (B)(6) per facility protocol. All results came back negative. No medical treatment was necessary for either nurse. No adverse event occurred. Both nurses are currently doing fine and are feeling ok. The lancets were requested for investigation.

Manufacturer narrative:
The customer has not returned any product. A specific root cause was not identified. Additional information was requested for investigation but was not provided. Since no product was returned, the investigation could not be completed. The investigation has stated that in rare cases, the internal wings of the lancet which intentionally break during the lancet release, might jam the lancet's guiding channel, impeding the lancet to retract back into the lancet housing. This could not be confirmed since no product was returned. A user error can be excluded as a root cause. The medical risk of this issue is less than remote. A batch record review for lot number ln492016 was performed. The batch record did not show any deviations.